Event description:
Upon refilling the anterior chamber at the end of the procedure with balanced salt solution (cataract extraction with iol insertion), the cannula came off the syringe and traveled across the operating room. Inspection of the eye revealed a subconjunctival hemorrhage. The physician could not see any damage to the posterior capsule, but was not sure if any damage had occurred. There was a small amount of bleeding from the edge of the iris. To be safe, under viscoelastic both in front of and behind the implant, the implant was dialed out of the capsular bag and placed in the sulcus and the object was placed behind the anterior capsulorrhexis. Again, no tear in the posterior chamber was noted. No vitreous presented. Miochol was used to constrict the pupil. The anterior chamber was again refilled with balanced salt solution containing antibiotics. The wound was tested on high and low pressure to ensure no wound leaks. The pt tolerated the procedure well. The staff were unable to locate the cannula after the procedure.